Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported that this patient suffered from breast tumor and had a PICC placed from the left basilic vein. During the sixth session of chemotherapy on september 18, when infusing paclitaxel, the patient complained about pain adjacent to the insertion site. Ultrasound showed no thrombi. On september 19, the pain was increased. The catheter was removed and found leaking liquid 1-2 cm away from the insertion site.